Event description:
Reporter initially noted intermittent turning and vacuum problems. Additional info received noted capsule has been trampolining. Posterior capsule tear occurred; anterior vitrectomy performed. Pt doing fine one day post-op; prognosis reported as good, with no vitreous in anterior chamber noted.